Event description:
It was reported that a hole was discovered in the preloaded intraocular lens (iol) once the lens was placed in the eye. From additional information it was learnt that the surgeon noticed the hole after placing the lens in patient's eye. Reportedly the hole in the lens was not due to use error. The lens was fully inserted, removed and replaced with the lens of the same model and diopter in the same procedure. There was no patient injury. There was no medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1:surgeon's email address and phone number: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 11/11/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the complaint device was received with the plunger rod fully advanced. The plunger rod tip was damaged in a way consistent with damage that may have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge; the cartridge and cartridge tip was damaged. The lens module was inspected revealing no damage or viscoelastic residue. Device assembly was inspected and presented with no issues. Plunger rod advancement was inspected revealing no issues. The lens was received coated in viscoelastic residue and cut in half. The lens was cleaned, presenting with no additional issues. Conclusion: the complaint issue lens damaged was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.